Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2013 and system mode diagnostic results revealed high impedance (>= 10000 ohms). The device was not disabled. On (B)(6) 2014, system mode diagnostics were repeated and high impedance persisted. The device was then disabled on (B)(6) 2014. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.